Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable pacemaker was explanted due to normal battery depletion. The associated competitor lead was also capped due to increased threshold, and intermittent loss of capture at the maximum output. No asystole was observed. Due to this high output, the device battery depleted in less than six months. This device will not be returned as it was given to the patient to keep. No adverse patient effects reported.